Event description:
It was reported that the patient was not feeling well and had been sick. The device reached elective replacement indicator due to high battery impedance. The device change out will be discussed with the physician. At present, the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impendence resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 installed on (B)(4) 2011.